Event description:
Information received by medtronic indicated that the user was unable to pull back and aspirate the sheath. There were no patient symptoms/injuries related to this event. When the device was returned, analysis revealed the presence of debris inside the stopcock and a stopcock crack. Reportable based on analysis completed on (B)(6) 2013.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the stopcock presented with debris inside. The reported aspiration issue was reproduced, it was difficult to aspirate due to presence of clogs blocking the stopcock. Material analysis determined debris were formed by a combination of blood with silicone from the stopcock assembly. Material analysis also revealed a crack in the body of the stopcock assembly. Lot history records were verified and confirmed that the devices were manufactured according to specification and passed acceptance testing. This report will be recorded and trended.